Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and to correct information provided in the initial, and 1st supplemental report. Based on the legal manufacturer's investigation and the internal risk summary tool, this supplemental report is to inform that upon further review, this is not a reportable malfunction or a potential adverse event. Per the legal manufacturer, there is no potential for this to cause or contribute to death or serious injury if the phenomenon were to recur.

Manufacturer narrative:
This supplemental report is submitted to provide additional event related information.

Event description:
The problem occurred prior to a diagnostic procedure. No other devices were involved or replaced. There was a 20 minute delay in the procedure; the patient was not under general anesthesia. The procedure was completed using the same device. There was no patient injury or medical intervention associated with the event.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed; when tested with a scope, the image displayed but instantly displayed noise on the monitor. The cause was assigned to a faulty scope socket.

Event description:
A user facility reported to olympus that the image was produced intermittently. The problem, as reported to olympus, occurred during preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.